Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing a white display and the medtronic logo. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715k was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. However, unit failed occlusion test due to the pump not rewinding all the way. After multiple attempts unit failed to do so. During the download history review on 08/25/2025 16:36:21.000 pump error 38 was confirmed in the download history files to confirm the reason code. However, during occlusion intermittent motor rewind occured preventing the tests to completion, after further investigation pump error 130 was noted. The batt tool was also used and battery cycle 48.0 received the lowbatteryalert (104) on 07/29/2025 16:38:00 after more than 7 days at 27.06 days. Battery cycle 46.0 received the lowbatteryalert (104) on 06/19/2025 05:59:00 after more than 7 days at 36.55 days. Battery cycle 44.0 received the lowbatteryalert (104) on 05/13/2025 16:01:00 after more than 7 days at 35.37 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Moisture damage was noted during visual inspection, isolated to the electronic stack. The following cosmetic damages were noted: scratched case, and pillowing keypad overlay. In conclusion, customer concerns are confirmed of a pump error 38 verified via history files. Customer concern's of a flashing white and medtronic logo were not confirmed as the unit had powered on properly. Moisture damage was noted to the electronics, thus isolating the unit to its electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.